Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged 1 patient that experienced pain and posterior dislocation of the left hip could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. Additionally, the device history record could not be reviewed because the affected lot number(s) was not communicated. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿sasebo kyosai hospital orthopedic surgery, japan ¿. The title of this report is, ¿a case of dislocation without cause after osteosynthesis for a femoral intertrochanteric fracture¿, published on december 14, 2017, which is associated with the stryker ¿gamma 3 nailing system¿. The article can be found at doi: https://doi.org/10.5035/nishiseisai.66.842. This report includes an analysis of the clinical data that was collected on 1 patient. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced pain and posterior dislocation of the left hip. The report states, ¿one year and nine months after surgery, the patient developed pain in the left hip without cause while lying in bed at the hospital where she was admitted for rehabilitation, and she was transported by ambulance to our hospital. Simple x-rays showed posterior dislocation of the left hip. ¿ the report also states, ¿the patient¿s family members did not want her to have additional surgery due to her advanced age, and we created an abduction brace to treat the dislocation conservatively.¿